Event description:
It was reported that the stylet was too short because the proximal end of the lead was floppy from the distal contact to the proximal end. The health care provider stated it appeared that either the stylet was too short or the lead appeared to be longer than normal. The lead was not implanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
Analysis of the lead, lot #a0ue74, found the proximal end insulation broken under the connector. Excessive force was applied to the lead and outer insulation, resulting in the outer insulation being torn underneath the #0 connector sleeve. All conductors were stretched and it could not be determined when the insulation and conductors were stretched. Analysis of the unknown stylet found the wire bent, but there was no significant anomaly.

Event description:
Additional information received reported that the device was seen to be defective after it was opened. The lead and stylet were returned and in pending for analysis evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).